Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024. It was reported that patient faced ten infusion sets cannula kinked event. The insertion site was abdomen. Patient observed their symptoms within 3 hours of insertion. Patient's blood glucose level was displayed high. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
(B)(4) - device 4 of 10.